Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately fifteen minutes into the procedure, there was a lot water level reading and it is suspected it may be a leaky dilatation balloon. The nurse was able to maintain the water level by constantly refilling the cartridge, and was able to complete to procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.